Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Device was received with moisture damage on motor, battery tube, vibrator and keypad assembly. Device was unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime tests due to the blank display. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he went into the pool with the insulin pump. Customer stated that then the screen only displayed perpendicular lines. At first it was blank, he changed the battery and the display returned but then went blank again and the buttons are unresponsive. Fluid is seen under the screen. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.